Manufacturer narrative:
Reference (B)(4). Device returned to natus and evaluated by engineering on january 24, 2020. Engineering could not reproduce the failure that customer described.

Manufacturer narrative:
Reference (B)(4). Customer confirmed they are able to return the product. Customer was asked to provide additional information on level of patient involvement and to have products returned for additional evaluation on december 09, 2019. Customer confirmed on december 13, 2019 that product will be returned. Additional request made for return of complaint form on december 13 and december 18, 2019.

Event description:
Evd drainage bag connection broke while trying to change a nearly full bag.